Event description:
A receipt inspection of the demo device revealed dirt around the forceps elevator of the flex videoscope. There was no complaint reported by the end user and no patient involvement.

Manufacturer narrative:
A device evaluation also revealed pinhole on the bending cover due to which water tightness was lost. The bending cover was dirty and the adhesive was detached. The forceps channel port was shaved. Due to wear of angle wire, the bending angle in up/down/left direction and the play of u/d /r/l (up/down/right/left) knob did not meet the standard value. Scratches were found on the following: connecting tube, switch1, switch box, universal cord, s-connector and sc (suction cylinder) cover unit. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.